Event description:
Further follow-up revealed that there have been no changes in medications or any environmenal stimuli that could have caused the increase in seizures. Neurologist indicated that device settings were increased to .5ma one week post implant and decreased back to .025ma approx two weeks later. Neurologist reported that the pt's seizures have decreased and that vns therapy may possibly be related to the increase in seizures. Neurologist also indicated that the pt experienced periodic events of increased seizures prior to being implanted with the vns therapy systems.

Event description:
Reporter indicated that vns patient has experienced an increase in seizure activity, presumably above pre-vns baseline frequency. It was reported that stimulation was initiated at the time of initial implant surgery (normal mode output current set to 0.25ma). Device diagnostic testing at time of initial implant surgery was reportedly within normal limits, indicating proper device function. Implanting surgeon refused to use tie-downs to secure the lead, citing cosmetic reasons. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2).